Manufacturer narrative:
The site is not able to provide information due to hippa restrictions.

Event description:
The patient mentioned that after essential tremor treatment she was swaying to one side when walking.